Event description:
On (B)(6) 2011, pt reported the up and down buttons on the infusion device work intermittently. This was first noticed 6 months ago. Pt has used this infusion device since 2008 or 2009 and boluses 6-8 times per day. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not required treatment from a health care professional or second party to address the issue.